Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the device was unavailable for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been a non-deployment pullout resulting in the appearance of missing components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rn bsn/clinical resource director. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user reported that they finished an arterial thrombolysis of the lower left extremity and had a 6 french access in the right common femoral artery. The doctor used the involved 6 french angio-seal device to close the artery however the device did not have the internal components that are supposed to be there to close the artery. Manual pressure was held for twenty (20) minutes, then a fem stop device was applied by the doctor. The patient has a significant hematoma at the site.